Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Device analysis for the lead revealed the distal end excessive adhesive. There was an epoxy fragment protruding from the surface of the lead between the #0 and #1 electrodes. The lead had good continuity and no shorts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for the lead revealed the distal end excessive adhesive. There was an epoxy fragment protruding from the surface of the lead between the #0 and #1 electrodes. The lead had good continuity and no shorts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. It was reported that after opening and removing the lead out of the tray, frazzle on the tip was observed. There were no environmental/external/patient factors that may have led or contributed to the issue; the lead had just been taken out of the tray. The lead was not implanted and was replaced by another. There was no patient involved in this event. The issue occurred pre-op.